Manufacturer narrative:
Block h6: imdrf device code a0401 being used to capture the reportable event of cinch wire break. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. Block h11: the returned overstitch suture cinch was analyzed. A visual and media inspection was performed. The device was returned with the wire broken, regarding the media analysis no damages were found in the picture. Based on all gathered information, the probable cause selected is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic gastric sleeve (esg) procedure performed on (B)(6) 2025. During the procedure when attempting to deploy the cinch the wire broke at the level of the handle. The procedure was completed using forceps to hold the wire in place so the physician could perform the cinch deployment. The procedure was completed successfully. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 being used to capture the reportable event of cinch wire break. Imdrf impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an over stitch suture cinch was used during an endoscopic gastric sleeve (esg) procedure performed on (B)(6) 2025. During the procedure when attempting to deploy the cinch, the wire broke at the level of the handle. The procedure was completed using forceps to hold the wire in place so the physician could perform the cinch deployment. The procedure was completed successfully. There have been no patient complications reported as a result of this event.